Event description:
It was reported that while using the bd intima-ii¿ closed IV catheter system the needle went throught the catheter. The following was traslated from chinese to english: on the morning of august 5th, during the process of implanting the indwelling needle on the back of the patient's left hand, after blood returned, the needle was slowly inserted into the soft needle while slowly withdrawing the steel needle in parallel, and the blood returned suddenly and disappeared. Pull out the indwelling needle and check, and find that the steel needle passes through the protective sheath of the transparent part of the indwelling needle.

Manufacturer narrative:
H6: investigation summary a device history review was conducted for lot number 2353981. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd intima-ii¿ closed IV catheter system the needle went through the catheter. The following was translated from chinese to english: on the morning of august 5th, during the process of implanting the indwelling needle on the back of the patient's left hand, after blood returned, the needle was slowly inserted into the soft needle while slowly withdrawing the steel needle in parallel, and the blood returned suddenly and disappeared. Pull out the indwelling needle and check, and find that the steel needle passes through the protective sheath of the transparent part of the indwelling needle.